Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: during placement, the mesh tore apart. Pt status is fine and a new mesh was placed. There was no pt injury.